Event description:
As reported, the catheter body near the y-adapter of this fogarty embolectomy catheter was separated. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
Corrected information in section g1 (contact office) updated section b5 (event description), h6 (component code, type of investigation, investigation findings, investigation conclusions) the device was received for investigation. Report of catheter body separation was confirmed. The catheter body was completely broken next to y-adapter. The cross surface of the broken section appeared uneven and rough. The catheter body matched at the broken location. No other visible damage was observed from catheter body. Laboratory findings were aligned to the customer photo. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met and inspections passed successfully. Based on further engineering evaluation, there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. There are manufacturing controls to avoid potential causes related to the reported malfunction, such as visual, catheter obstruction and leakage inspections.

Event description:
As reported, the distal tip of this fogarty embolectomy catheter was separated. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product an investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.